Event description:
"Catheter has been broken during suture removal. The remaining part of the catheter was tied up with suture. Personnel attempted to repair the catheter with repair kit, but the attempt failed, because of too short remaining tip of catheter. Personnel decided to remove the catheter by surgical intervention."